Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported that the "transmitter" can take up to 25 mins for it to work. The caller stated that it will go up to 90% but it would take 10 in the beginning and gets to 20 - 25mins to complete or to get connected and sometimes it would start all over again. The caller mentioned that the issue started since day 1 and they thought it was normal until it gets worst. The agent walked the caller to clear data under the settings and the caller was able to confirmed that they were able to connect to the myptm without any issue. Agent reviewed information and provided best practices on or before using the device. On (B)(6) 2025 the patient called back to write down the instructions for clearing the data. The patient stated they get 6 bolus a day and asked how often they should clear data. The agent provided information.